Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received failed battery test alarm, battery out limit alarm and weak battery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's spouse stated that the failed battery test alarm did not recur after inserting a new battery. The customer's spouse stated that the batteries were out greater than duration allowed by the insulin pump. The customer's spouse declined to troubleshoot for high blood glucose. The customer's spouse mentioned that the time in the insulin pump was incorrect. The insulin pump will not be returned for analysis.